Event description:
The doctor reported the implant was removed due to loss of osseointegration, 1 year and 11 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was poor. Local infection and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient's recovery was not reported.